Event description:
Case description: this serious spontaneous regulatory authority case from the (B)(6) received via (B)(4) was reported by a nurse as "novopen echo started to deliver insulin incorrectly, due to breaking inside" and "numerous hypos as a result" both with an unspecified onset date, and concerned a (B)(6) male patient who used novopen echo (insulin delivery device) from unknown start date as device therapy. Concomitant products included: novorapid (fast acting insulin aspart, solution for injection). Upon follow up, the patient reported that he titrate his own insulin. The patient did not hold or touch the cartridge holder while injecting insulin into the body. The patient dials 02 units, ejects with new needle on, takes off cap, dials the dose, injects angle of 90 degrees into the skin, leaves for 10 seconds, disposes the needle and puts cap on the pen. The patient was using novorapid with novopen echo. Initially the patient was unaware of the breakage until cartridge was changed even though the novopen was appearing bent. The patient did not consult a physician. The patient himself was a nurse. Since last submission, the case has been updated with the following: health care professional detail; patient date of birth and age; concomitant medication; details about the use of the pen; narrative and relevant fields updated accordingly; and manufacturer comment updated. Final manufacturer comment/risk assessment: on 11-feb-2016: the suspected novopen echo has been returned to novo nordisk for investigation. The results of the investigation revealed multiple faults on the pen. However, only one of the faults could cause a hyperglycaemic adverse event (fault code: cartridge holder: new design : snaps broken off - handling - novopen echo). The fault showed that both snaps on the cartridge holder of the pen were broken off and the cartridge holder could thus not be attached to the pen body. This results in that the pen cannot be used and therefore could have caused a hyperglycaemic event. In light of this, it is considered unlikely in this case that above faults found on the returned pen could be associated with the hypoglycaemic events experienced by the patient. Hypoglycaemia is the most common side effect of insulin. Dosing of insulin is individual and determined in accordance with the needs of the patient. Injecting of insulin dose more than the need is the likely cause for occurrence of hypoglycaemia. Other contributing factors to hypoglycaemia are for example increased physical activity and reducing of food intake. Follow up information about the patient's handling of the pen does not change the above assessment of the pen functionality and the reported adverse event.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Novopen echo started to deliver insulin incorrectly, due to breaking inside [device breakage]. Numerous hypos as a result [hypoglycaemia]. Case description: this serious spontaneous (B)(6) case from the (B)(6) received via (B)(6)was reported by a consumer as "novopen echo started to deliver insulin incorrectly, due to breaking inside" and "numerous hypos as a result" both with an unspecified onset date, and concerned a male patient of unknown age who used novopen echo (insulin delivery device) from unknown start date due to "device therapy". Patient's height, weight and bmi (body mass index): not reported. Medical history was not provided. It was reported that the patient got novopen echo from the pharmacy. From an unknown date, novopen echo was delivering insulin incorrectly due to breaking inside, and this was not initially visible to the patient. The patient had numerous hypos as a result of the fault. The patient noticed the fault on (B)(6) 2015. Action taken with novopen echo was not reported. The pen was at patient's home at the time of reporting. The overall outcome for the events was not reported. Risk assessment by the manufacturer: as the suspected novopen echo has not yet been returned to novo nordisk for investigation, it is thus not possible to confirm or deny that the experienced hypoglycaemic events have been caused by a malfunction in the pen. Due to limited information regarding the patient/user's handling of the pen in the case, it is currently also difficult to assess the potential risk. If the pen is returned to novo nordisk and/or additional safety information is obtained through the case follow-up, an additional report will be forwarded to the competent authority. Reporter comment: on 01-dec-2015 - product returned for investigation. Reporter states: broken.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) case description: on 01-dec-2015, the product was returned to novo nordisk for investigation. According to the reporter, the device is broken. Investigation results: novopen echo. Batch: bv40304. A batch trend report has been created. Nothing abnormal was found. The electronic register was checked. Visual and functional examinations were performed. The device was separated in order to investigate the internal parts and a microscopic examination was performed. The investigations showed following fault codes: 1) fault code: cartridge holder : new design : snaps broken off - handling - novopen echo the snap connections on both sides of the cartridge holder are broken off. Consequently the pen cannot be used. The fault is caused by accidental damage during use of the device. 2)fault code: general : dried insulin on pen parts - handling. Dried insulin observed inside the pen cap. The observed problem could not be related to any novo nordisk processes. The observed fault is a result of accidental damage during use of the device. 3) fault code: general : foreign dry matter - handling. Foreign dry matter observed on the dosage selector and at the end of the cartridge holder. The observed problem could not be related to any novo nordisk processes. 4) fault code: display : err 5 : negative dosage - handling. The memory data in the device revealed that the memory display has shown two lines (- -) after an attempted injection during use. The observed problem is caused by the use of a clogged needle on the pen. After the injection to follow the display will function normally again, if the injection needle is changed to a new one. The fault is caused by incorrect handling during use of the device. 5) fault code: display : gray code : err 1 & 9 finish is worn off - supplier. The memory display shows: - - (two lines) after injection due to a damaged part in the electronic unit. It is not possible to see the last injected dosage in the memory display, however, this does not affect the mechanical functions of the pen. The observed problem is caused by an error in novo nordisk a/s. However, the dose delivery is not affected and therefore this fault has no medical consequence for the patient. 6) fault code: general : surface wear - handling. The pen surface is worn. Scratches on the pen cap are caused by accidental damage or rough handling of the device. 7) fault code: display : domes : foreign matter - handling - novopen echo. Display : domes : foreign matter - assembly - novopen echo. A spectroscopic test of particles inside the device was performed. The memory display showed: - - (two lines) after injection. It is not possible to see the last injected dosage in the memory display. The observed problem does not influence the mechanical functions of the pen or the dose accuracy. The fault is caused by an error in novo nordisk a/s during assembly process and during accidental handling during use. Since last submission, the case has been updated with the following: -batch number and investigation results added. -final manufacturer's comment added. -revised risk assessment included in final manufacturer's comment. -narrative and relevant fields updated accordingly. Final manufacturer comment/risk assessment: 15-dec-2015: the suspected novopen echo has been returned to novo nordisk for investigation. The results of the investigation revealed multiple faults on the pen. However, only one of the faults could cause a hyperglycaemic adverse event (fault code: cartridge holder : new design : snaps broken off - handling - novopen echo). The fault showed that both snaps on the cartridge holder of the pen were broken off and the cartridge holder could thus not be attached to the pen body. This results in that the pen cannot be used and therefore could have caused a hyperglycaemic event. In light of this, it is considered unlikely in this case that above faults found on the returned pen could be associated with the hypoglycaemic events experienced by the patient. As limited information regarding the users handling of the device was present in the case, additional follow-up questions have been issued to clarify if the patient's handling of the pen and other confounding factors could have contributed to the experienced adverse events. Evaluation summary: novopen echo, batch: bv40304. A batch trend report has been created. Nothing abnormal was found. The electronic register was checked. Visual and functional examinations were performed. The device was separated in order to investigate the internal parts and a microscopic examination was performed. The snap connections on both sides of the cartridge holder are broken off. Consequently the pen cannot be used. The fault is caused by accidental damage during use of the device. Dried insulin observed inside the pen cap. The observed problem could not be related to any novo nordisk processes. The observed fault is a result of accidental damage during use of the device. Foreign dry matter observed on the dosage selector and at the end of the cartridge holder. The observed problem could not be related to any novo nordisk processes. The memory data in the device revealed that the memory display has shown two lines (- -) after an attempted injection during use. The observed problem is caused by the use of a clogged needle on the pen. After the injection to follow the display will function normally again, if the injection needle is changed to a new one. The fault is caused by incorrect handling during use of the device. The memory display shows: - - (two lines) after injection due to a damaged part in the electronic unit. It is not possible to see the last injected dosage in the memory display. The observed problem does not influence the mechanical functions of the pen. The observed problem is caused by an error in novo nordisk a/s. The pen surface is worn. Scratches on the pen cap are caused by accidental damage or rough handling of the device. A spectroscopic test of particles inside the device was performed. The memory display showed: - - (two lines) after injection. It is not possible to see the last injected dosage in the memory display. The observed problem does not influence the mechanical functions of the pen or the dose accuracy.

Event description:
Case description: on (B)(4) 2017, a recall notification was initiated to the FDA. Since last submission, the following information has been updated: remedial action recall has been selected. Manufacturer comment. Final manufacturer comment/risk assessment: (B)(4) 2017: the suspected pen is part of the affected batches involved in the recall (novo nordisk internal reference #(B)(4)) of novopen echo pens and it cannot be excluded that the malfunctions detected on the returned cartridge holders could have contributed to the experienced adverse events in argus case (B)(4).